Manufacturer narrative:
H10: one actual sample was received for evaluation; the silicone tubing with the catheter luer portion. A visual inspection with the naked eye and magnification noted the female connector separated from the main silicone tubing which would result in a leak. There was evidence at the end of the tubing indicating the tubing had been previously connected to the female connector. The reported condition was verified. The cause of the separation could not be determined. The tubing to the female connector is a friction fit and not a solvent bond; therefore, a strong tug of the tubing could cause the separation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing separated from the white twist clamp of a minicap extended life pd transfer set which resulted in a leak. This was identified during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.